Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that back to back blood glucose testing was done, one after the other. The reporter used different finger sticks; added a second drop for some of the tests. Results were 265, 176, 71 and 205 mg/dl. The reporter did not have any symptoms. During troubleshooting, retested with results of 255 and 278 mg/dl. The reporter cleans meter with alcohol. On follow-up, the lifescan representative reviewed qc procedures and testing technique. Also reviewed back to back testing procedures.